Event description:
It was reported that a pelvic clamp was found broken in the sterile processing department (spd). No information is available as to when or how the clamp was broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Device history record review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing on 02/28/2006 between (B)(4) and was found to be good. A 100% functional inspection took place on the forceps on (B)(4) 2006. No ncrs were generated during production. Disposition: invalid.